Event description:
1-2 days post adhesiolysis patient had pain, then development of severe fever, acute abdominal symptoms, and all clinical signs of peritonitis. 4 days post-op (2001) patient had laparotomy; peritonitis was found over 4 sectors, no bowel lesion, bacteria was detected. Bowel seemed liked wrapped in latex gloves.